Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens in 2005. The lens was explanted six mos later due to the patient developing a refractive surprise.